Manufacturer narrative:
A review of the dhrs and inspection records was conducted and no similar concerns were found. Per the customer, the patient did not have any injury or side effect. The piece was successfully removed. The investigation is currently in process. This report will be updated when the investigation has been completed.

Event description:
Gw tip broken and lost into the body.

Manufacturer narrative:
A review of the dhrs and inspection records was conducted and no similar concerns were found. A review of the returned product from the customer was performed. The coil was missing from the tip. The coiled portion of the guidewire was no longer attached to the guidewire core wire. A definitive root cause of the complaint was not determined. However, possible causes of the issue are insufficient weld between the coil and the core wire or excessive force applied by the user which may have cause separation of the wire. The guidewire operating procedures have been updated to clarify the process, and current guidewire manufacturing processes include strength test 3.0 lbf, silver solder to secure proximal coil end making smooth transition from coil to core. The supervisor of the area has been notified of this issue and training will be provided to ensure operator understanding of the procedure and prevention of this issue.